Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned to manufacturer.

Event description:
It was reported when washing catheter for testing, before the procedure, it was observed that the 0.9% saline solution did not come out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter occlusion when flushing catheter was confirmed but the exact cause remains unknown. One 2 fr per-q-cath catheter was returned for evaluation. The device was returned in an opened neokitpicc kit with product information indicated ref: (B)(4) and lot: 2019c22001. The per-q-cath catheter was present within the kit along with additional kit components. The t-lock assembly attached to the catheter.tactile evaluation revealed an indented region in the catheter shaft approximately 5 cm from the distal end. The catheter was flushed with water using a 12 ml syringe and was found to be fully occluded. Microscopic observation of the indented region appeared to reveal a tightly pressed location in the catheter. The catheter appeared to be crimped down leading to a blockage of the lumen. The catheter was cut near the crimped section in order to observe the internal surface. The lumen was collapsed and appeared to be adhered due to the deformation. The outer surface of the deformed region did not reveal any apparent evidence to identify the source or cause of the damage. Since the compressed catheter was found to be the source of the occlusion, the complaint is confirmed but the exact cause remains unknown. Possible contributing factors include instrument damage during handling or prior to kit packaging. Photos of the sample were forwarded to the manufacturing facility. The manufacturing review found the potential for the damage observed to be caused during the manufacturing process; however, a review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when washing catheter for testing, before the procedure, it was observed that the 0.9% saline solution did not come out.